Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7188165.

Event description:
It was reported that the patient was having excessive bleeding at the needle entry area following a trial procedure. The physician removed the lead to suture the area however the patient was experiencing chest pain. The patient was sent to the emergency room and stayed overnight and was doing better. The explanted leads were discarded by the medical facility and will not be returned.